Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015, resulting in patient experiencing a low. Patient reports she had a low and did not hear the alert sound on her continuous glucose monitoring (cgm) system. Patient indicated prior to the event, cmg was reading 98 mg/dl . Patient's husband contacted paramedics from his place of business, as he was on the phone with the patient during the event and felt patient didn't sound right. Paramedics arrived at the patient's home around 10:00 a.m. Patient's blood sugar level was tested and it was reported at 30 mg/dl. Paramedics administered glucose intravenously while on the scene. Patient was not transported to the hospital. No further injuries or medical intervention was reported. Patient reported a current condition of feeling fine. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.